Manufacturer narrative:
The rickham reservoir was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer, could not be clearly determined but could be due to the valve system was damaged or broken due to end of port life. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch (B)(4). Study - this case is a report referring to a 10-year-old female patient. An investigator reported this case from the biomarin study, cerliponase alfa observational study. On an unreported date, the patient underwent implantation of intracerebral ventrisculostomy (icv) set codman (generic). The lot number was not reported. On (B)(6) 2017, the patient initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was not reported. The most recent dose of brineura was administered on (B)(6) 2024 at 14:00. On (B)(6) 2024 at 09:04, the patient experienced grade 1 removal of rickham port (end of port life). The patient underwent removal of existing port at 108 punctures. No additional information was reported. No treatment for the event was reported. No action was taken with brineura due to the event. The outcome of the event was reported as recovered/resolved on (B)(6) 2024 at 11:29. The investigator assessed the event of device end of service as not related to treatment with brineura. The investigator did not provide an assessment of the event of ¿¿device end of service¿¿ in relation to the icv device. No other etiological factors were reported. Additional information received on 01-aug-2024: the investigator clarified the description of the event as removal and replacement of rickham port (end of port life). Treatment for the event included; linezolid. The outcome of the event initially reported as recovered/resolved on (B)(6) 2024 at 11:29, and was updated by the investigator to recovered/resolved on (B)(6) 2024 at 12:52. On (B)(6) 2024, the patient was hospitalized for the removal and replacement of rickham port (end of port life). Case comment: the intraventricular reservoir was removed due to end of life cycle of device. The event is assessed as not related to brineura.